Event description:
Healthcare professional reported left side rupture and exchange due to "voluntary recall". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side rupture and exchange due to "voluntary recall". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the posterior side assessed as a surgical impact opening. (Shell thickness within specification) and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: observed stress marks on the device.